Manufacturer narrative:
Engineering evaluation he femoral head migration reported was likely the result of wear, which led to asymmetry of the polyethylene liner visible on an x-ray.

Event description:
Femoral head migration visible on x-rays. Not yet revised.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Femoral head migration visible on x-rays. Not yet revised.